Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned device was examined under magnification. The total screw length was measured as 0.153 inches indicating a breakage of 0.326 inches. The break was near the screw head. The fracture appeared to be a brittle torsional failure. A torsional fracture pattern likely indicates an excessive twisting load (torsion); however, the root cause of the reported event could not be determined. Additional information received as the batch/lot number was determined during the device evaluation, therefore d.4. Lot #, d.4. Unique identifier (UDI)#, and h.4. Device manufacture date were updated.

Manufacturer narrative:
The investigation is currently pending. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported during a case using the acu-loc wrist spanning plate, while screwing in the distal 2.7mm cortical non-locking screw the screw broke. The 2.0mm drill bit followed by a 2.7mm screw tap had been used. It was reported there were no other issues completing the surgery. No adverse patient consequences were reported , and it was reported the surgery was prolonged by "just a few minutes".